Manufacturer narrative:
The one returned sample was tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum "usp" requirements. A product inquiry records review was conducted and there have been no other inquiries of any type rec'd involving this lot number.

Event description:
International affiliate reports that suture split during a cardiovascular procedure. There are no reported adverse consequences to the pt related to this event.